Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
Newton af clinical study (B)(6). An index ablation procedure involving an intellanav stablepoint open-irrigated catheter was completed on (B)(6) 2022. It was reported that the patient experienced an atrial fibrillation episode that went into atypical atrial flutter at time of discharge on (B)(6) 2022. Flecainide and pronestyl was administered, however, the sinus rhythm did not convert. The patient was still discharged while he was in arrhythmia. An electrical cardioversion is scheduled. The event is still ongoing.